Manufacturer narrative:
It was initially reported the device was available for evaluation; however, no product samples, pictures, or videos were received for investigation. The reported filter leak was not confirmed by investigation. Without the return of the sample, a comprehensive failure investigation cannot be performed. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported there was leakage of unspecified cytotoxic drugs at the level of the filter on a primary plum set. There was patient involvement and unprotected chemo exposure, but no adverse event reported. No additional information was provided.